Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. Upon visual inspection of the returned complaint device, a kink/bend was revealed distal to the transition point of the shaft. The device history record (DHR) was reviewed to confirm the device met all inspection and testing requirements prior to distribution, indicating the device was in acceptable condition prior to release. Therefore, the most likely root cause is mishandling subsequent to distribution. The instructions for use (IFU) states: "inspect the catheter for overall condition and physical integrity. Do not use the catheter if electrodes appear loose or if any damage is noted. If such problems exist, return the catheter and packaging to stryker sustainability solutions." "Avoid excessive torque, stretching, kinking and/or bending of catheter, as this may interfere with distal tip shaping or cause damage to internal wires."

Event description:
It was reported that the ep catheter did not flex appropriately. The procedure was completed successfully. There was no patient injury, medical intervention or adverse consequences, and the extended procedure time reported was minimal with no additional risk. Upon inspection of the complaint device, a kink/bend was located distal to the transition point of the catheter.